Manufacturer narrative:
Cont'd from medical devices: 50ml bd syringe, therapy date (B)(6) 2018. The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that the pca module was initially programmed to infuse a pca dose only infusion of highdose morphine 0.5-9.9kg 1mg/1ml, pca dose = 0.09mg, lockout interval = 10min, max limit = 1.5mg/4hr. However prior to the reported event, the pca dose had been changed to 0.5mg and the max limit changed to 3mg/4hr. At 4:12 pm on (B)(6) 2018, the user selected a different drug (morphine pca 0.1mg in 1ml) to infuse a pca dose only infusion with a pca dose of 0.5mg, lockout interval of 10 minutes and a max limit of 3mg/hr. The user selected yes to a clinical advisory staing dual sign-off is required and selected yes to the guardrails warning ¿pca dose exceeds guardrails limit of 0.4mg. Proceed?¿ the infusion ran until 2:35 am when the user channeled the device off. There were 7 pca dose requests delivered during this period for a total of 35ml. The root cause of the overinfusion was user programming. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that a morphine 1mg/1ml infusion (pca only) with a dose of 0.09mg, lockout interval of 10 minutes and max limit of 1.5mg/4 hr was noted to have over infused. At some point, the morphine pca was turned off and then reprogrammed during the day. It was reprogrammed to 0.1 mg/ml concentration resulting in the patient getting 10 times the intended dose (5 mg instead of 0.5 mg per dose). The patient became bradypneic and the oxygen level was desaturating into the mid 80's. The rapid response team was called to the room, a dose of narcan was given, and the patient was able to maintain his spo2 on room air. There was no report of lasting harm.